Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported by the parent that the patient experienced a skin reaction which occurred the day the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed a rash and redness under the sensor patch. The patient had itching sensation in the area. The parent removed the sensor and applied an unspecified cream to the area. The parent selected incision and drainage for the description of treatment, but no additional information was provided. The patient¿s parent reported the event using a web-self-service form and did not respond to repeated attempts to obtain clarification of the description of treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.